Manufacturer narrative:
This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient presented to the emergency room (ER) with a rate of 30 ppm. While in the hospital, noise was observed on the right ventricular (rv) channel which was oversensed resulting in an 8.5 second pause in pacing and asystole for this patient. The patient was seizing in her bed during the asystole. Additionally, there was no capture at 2.4v, however, impedance and threshold measurements were within normal limits. The rv sensitivity was increased and a temporary pacemaker was utilized to provide pacing therapy. It was also noted that this left ventricular (lv) lead had been programmed off due to a suspected issue. A revision procedure was performed and the device, rv lead and lv lead were removed from service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing confirmed the conductor coils are fractured at 415 mm from the terminal pin. Due to the location of the fracture, this is consistent with a fatigue fracture near the suture sleeve tie down area. No other adverse events have been reported. This product issue will be updated if additional details are received.